Event description:
Received complaint info from pt's attorney. Pt's attorney stated acuvue contact lenses were defective, and allegedly caused permanent damage to the cornea in their eyes. No additional info is available to enable further investigation at this time.